Manufacturer narrative:
The complaint was forwarded to the manufacturing facility where it is currently still under investigation. A follow-up report will be filed once the results have been completed.

Event description:
Customer reported that the instant hot pack burst upon activation with normal pressure used to break seal. Hot pack popped and the contents burst all over rn, IV cart, floor and bed. No adverse effect was reported.

Manufacturer narrative:
Supplemental report is being filed following the submission of the initial MDR report that was submitted on 28-oct-2022, due to the investigation findings are available. Device history record review (DHR) was completed on lot v2j007; lot determined from a sample that was received. The lot was found to have been manufactured and released to predetermined specifications. No anomalies were found during review of the records. From the sample evaluation, the sample was already activated, and it appears to have been cut with a sharp instrument. It is likely the pouch got cut when the product shipper was being opened. If the customer opens the case without following the IFU there is a chance they could tear the film with a paper cutter or utility knife which can cause the pouch to tear and the contents to leak/ burst. Root cause is determined to be user error. We will continue to monitor trends for this product.